Event description:
It was further reported that during support, the patient was given a "do not resuscitate" order and care was withdrawn. The patient subsequently expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that there is not enough information to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
B.2, b.5, d.6b and h.6 health effect - impact code: additional information was received and abiomed's medical safety office review was completed. The investigation for the reported ventricle perforation has been completed. The impella was not returned for evaluation. Perforated during ventricular septal defect repair due to very friable tissue while surgeon manipulated heart was reported. The root cause of the ventricle perforation was most likely patient condition related due to friable left ventricle tissue and heart manipulation. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ b.2 added required intervention as it was inadvertently omitted from manufacturer device report 1220648-2024-10931. B.7 revised as this information was inadvertently omitted from manufacturer device report 1220648-2024-10931. D.4 revised model number from manufacturer device report 1220648-2024-10931 in accordance with updated procedures. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-10931 and should not have been. G.1 revised reporting contact facility name and reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2024-10931 was submitted. H.1 was revised from manufacturer device report 1220648-2024-10931 due to medical safety officer review. H.2 additional information was selected incorrected on manufacturer device report 1220648-2024-10931. There should not of been anything selected in h.2 as that was the original report. H.6 codes 3265 and 463 were reported incorrectly on manufacturer device report 1220648-2024-10931. H.10 additional manufacturer narrative instructions for use were revised from manufacturer device report 1220648-2024-10931 in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿

Event description:
The user facility reported a 79-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an implanted impella 5.5 pump perforated the patient's left ventricle during a ventricular septal defect repair. It was stated that the perforation was due to the friable tissue in conjunction with the surgeon manipulating the heart. The site was surgically managed, and the scheduled repair was completed. Support with the pump was maintained following the event.